Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
During an acl reconstruction surgery at (B)(6) today being done by dr.(B)(6), a rigidloop adjustable (cat no.232447) with lot no. L3909757 and expiry 2019-05-31) was used. While pulling the graft into the femoral tunnel, when 25 mm graft was pulled into the tunnel, the white loop shortening suture was being pulled, it broke. The surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigidloop 20 mm which was available in the set of implants available instead and only 10 min was wasted in the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual inspection revealed the device was in used condition. This complaint can be confirmed as the white sutures on the device were found to be broken and frayed. A probable root cause can be attributed to the operator's technique. An excessive amount of tension exerted on the white loop shortening suture when it was being pulled during the procedure, therefore resulting in breakage. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).